Manufacturer narrative:
The service rep found a bad x-ray tube temp sensor and a bad battery while replacing the temp sensor. He ordered and replaced the sensor and battery pack. The system operates as intended.

Event description:
The customer reported the system displayed an error code of temp sensor fail. No pt injury.